Event description:
Boston scientific received information that this lead exhibited high out-of-range shock impedance (greater than 125 ohms). This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). To date, the lead has not been returned to boston scientific. However, the device was returned and analyzed. Visual inspection noted an observation of a weakened header bond. X-ray examination was performed. The analysis found that several header wires were found to be fractured. It was concluded based on laboratory testing that the clinical observation of high shock impedance was the result of a loose header bond associated with fractured feedthrough wires.